Event description:
It was reported that the patient's implant surgery was "botched up." It was also noted that the device was "no good" and that it didn't "do anything." The therapy worked during the patient's trial, but after implant the patient was reprogrammed 7 times without feeling stimulation in their lower back. The patient did receive stimulation down their leg, but it was unclear if the leg was a target for stimulation. It was noted that there was no hospitalization or injury to the patient due to this event. The patient also had a pain in around the implantable neurostimulator that developed 4-5 years ago. No further information was provided. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3487a-45, lot# v137284, implanted: (B)(6) 2008. Product type: lead: product ID 3487a-45, lot# v137284, implanted: (B)(6) 2008. Product type: lead. (B)(4).